Event description:
The reporter indicated a 12.6mm vicm5 -5d implantable collamer lens (icl) was implanted into the patient's right (od) on (B)(6) 2024. The patient underwent bilateral sequential surgery. On the same surgery date, toxic anterior segment syndrome (tass) was diagnosed bilaterally. Concomitant products used intraoperatively include opegan viscoelastic, imipenem cilastatin, and the msi injector system. Patient was treated per standard protocol. Diagnostic cultures were not performed. The reporter states the cause of this event is unknown. Per completed tass report form it is unknown if there were changes to instrument sterilization process (detergents, duration, machines, etc). Last report on 25-aug-2024 states the lens is scheduled for replacement and the issue is not resolved. The lens remains implanted. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. "A review of the device labeling was completed. Iritis/uveitis/endophthalmitis are identified in the labeling as known adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. (10) this product should not be immersed in anything other than commonly used intraocular irrigation fluids or viscoelastic substances. Under how to use: (8) completely remove the viscoelastic substance from the eye and miosis the pupil. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Given the bilateral presentation, an exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors." Claim#: 737223

Manufacturer narrative:
H6 method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).